Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display during dwell 4. The home patient (hp) stated that the past few nights they received the se 2240 alarm and now again in dwell 4 with the second set-up. The hp felt like something was wrong with the hc and requested a swap. The technical service representative (tsr) arranged a swap for the hc and the nurse will program the new one. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the home patient (hp) regarding the reported issue, it was stated that they were ok and have been able to continue therapy. The hp said the technical service representative (tsr) had the hc swapped. The hp stated all has been fine, since receiving the new hc.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4).this complaint for a system error (se) 2240 (air in set) was confirmed by review of the logs but not duplicated during evaluation. The assignable cause of the reported problem was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.